Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had pain at the ipg site due to the location. The physician moved the ipg to a new pocket site in the abdomen on (B)(6) 2012. It was reported the physician added two extensions to address the added length. Follow up identified the pain tissue was resolved with the surgical intervention.